Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
Attorney alleges that unknown to the patient, the lead "was defective and unreasonably dangerous and or was negligently designed or manufactured and malfunctioned due to manufacturing and or design defects, causing injuries" to the patient "up until the time of his death." It is further alleged that as a result of the lead, the patient died and/or "sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish." Review of manufacturer's database verified patient death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.